Manufacturer narrative:
1. DHR/bhr review(lot#3108394): 1) this batch of products were assembled at intima ii auto line 4 in june 2023, and packaged at r240 package line in june 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the prn batch used in this batch of products is 3139420, review the raw material inspection records, no abnormalities. 2. No defective samples and photo have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the prn. Please see attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As the specific site and status of the crack in the prn cannot be identified, the root cause of the leakage in the prn cannot be confirmed.

Event description:
No additional information available.

Event description:
It was reported that the bd intima-ii y 24gax0.75in prn/ec slm was leaking. The following information was provided by the initial reporter, translated from chinese to english: "at 10:00 a.m. On (B)(6) 2023, while preparing to administer intravenous fluids to a patient, fluid was found oozing from the heparin cap of a closed IV indwelling needle, and upon inspection, the heparin cap was found to be cracked; intravenous medication therapy; unusable; timely detection and timely replacement of the device, no harm to the patient. Re-replacement of closed IV indwelling needles."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.